Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("adjust belt" messages, arrhythmia alarms, false asystole events) was confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages, arrhythmia alarms, and false asystole events.